Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Information from the field indicates this device was a prophylactic explant. No additional adverse patient effects were reported.

Manufacturer narrative:
Information from the field indicates this device was a prophylactic explant.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. Information from the field indicates this device was a prophylactic explant. No additional adverse patient effects were reported. The device has been returned and analyzed.

Manufacturer narrative:
Information from the field indicates this device was a prophylactic explant. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.